Event description:
The pt stated that the adhesive of his infusion sets is not sticking to his skin, and he has used 6-7 infusion sets in the past 3 days. The pt stated that he has tried using tegaderm and the headset still becomes detached from his skin. The pt stated he experienced this while at a doctor's appointment and his blood glucose elevated to 410 mg/dl. He stated he administered an 11 unit injection to lower his blood glucose. The pt stated he has been breaking out in sweats lately and recently switched soaps. He stated he has been showering more and his skin feels different since using the new soap. Upon follow up, the patient stated that his blood glucose has been normal and he planned to stop using the new soap. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced. The pt did not retain the alleged product to return for eval.

Manufacturer narrative:
No product will be returned for evaluation.